Event description:
It was reported that this right ventricular (rv) lead exhibited capture issues. In addition, the patient underwent a therapy downgrade procedure from a dual chamber system to a single chamber pacemaker. Due to physician discretion, the old dual chamber system with right atrial (ra) lead and right ventricular (rv) leads were left inactive and implanted. Subsequently, a new single chamber pacemaker and right ventricular (rv) lead were successfully implanted. No additional adverse patient effects were reported.